Manufacturer narrative:
The device was received by resmed (B)(4) and is being returned to the design facility in (B)(4) for an engineering investigation.

Event description:
It was reported to resmed that a pt passed away while connected to a vpapiii device. An oxygen dependent pt with a long history of 'breathing problems', hospital admissions and grave prognosis was admitted to hospital on (B)(6) 2012, for having problems with his oxygen equipment. The pt was discharged on (B)(6) 2012 and returned home with his breathing equipment. On returning home it has been alleged that the pt complained of problems with the breathing equipment, that it was blowing out too much oxygen, but no one was available to look at the equipment. On the morning of (B)(6) 2012, the pt was found not breathing and the ambulance service was called. It has been described that he was found with the breathing mask slightly to one side of his face. The ambulance staff attended to the pt, however a short time later, the pt was pronounced 'life extinct'. The attending police officers were allegedly told by the family of the deceased that the "breathing equipment was a cause of death".